Event description:
It was reported that when trying to prime, an error message appears. The event occurred before patient use. There was no patient involvement or harm.

Manufacturer narrative:
Event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log confirmed that there was a record of error code 1871 when the pump was priming. During the functional testing, error code 1871 was confirmed. The cause of the issue was thought to be the defective gear motor. The gear motor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.